Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported, approximately two years and ten months post implant, the patient is experiencing short v-v intervals with the lead. The physician suspects a setscrew issue. There have no report of actions taken or patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the distal conductor was distorted, the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; the analyst noted that there were two sets of setscrew marks on the is-1 pin and one set is too proximal, thus at some time, the lead was not fully inserted into the device; partial lead in segments returned and analyzed.

Event description:
It was reported, approximately two years and ten months post implant, the patient is experiencing short v-v intervals with the lead. The physician suspects a setscrew issue. It was also reported that the lead was fractured, there was an insulation breach, and the impedance decreased. The lead was fully removed and replaced. No patient complications were reported as a result of this event.